Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, a cuff miss occurred. A sheath was inserted to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. A link break at the posterior cuff was detected which would look similar to the reported cuff miss. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. Therefore the cause of the link breaking was related to the operational context at time of use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.